Event description:
It was reported that during the stent-assisted coil embolization procedure, resistance was observed between the subject stent delivery system and the catheter as it was advanced to the lesion. Further, when the subject stent entered the microcatheter and reached nearly one-third of the distance from its distal end, it was found that the subject stent was deployed inside the microcatheter. The physician withdrew the microcatheter and subject stent system together and retrieved the subject stent from within the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was returned deployed and noted to be intact. The stent delivery wire (sdw) was found to be kinked/bent, and stent introducer sheath distal tip was intact. The reported event stent deployed prematurely during use was confirmed during the analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent deployed prematurely during use' was confirmed during device analysis. The remaining reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician inserted a 4.0x15mm stent along the microcatheter. When the stent entered the microcatheter and reached nearly one-third of the distance from its distal end, it was found that the stent was deployed inside the microcatheter. The physician withdrew the microcatheter and stent system together and retrieved the stent from within the microcatheter'. It was further reported in the additional information received that 'when reached about middle to proximal 1/3 section of the system some resistance could be encountered'. The stent was returned for analysis in a deployed condition and was noted to be undamaged. The introducer sheath was returned for analysis and was also undamaged. The stent delivery wire (sdw) was also returned and was noted to be significantly kinked/bent at the middle and distal sections of the wire. If the rotating hemostasis valve (rhv) vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the microcatheter. This is one possible explanation for the analysis findings and the event description. The as reported defects stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheters well as the as analyzed defects stent deployed prematurely during use and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during the stent-assisted coil embolization procedure, resistance was observed between the subject stent delivery system and the catheter as it was advanced to the lesion. Further, when the subject stent entered the microcatheter and reached nearly one-third of the distance from its distal end, it was found that the subject stent was deployed inside the microcatheter. The physician withdrew the microcatheter and subject stent system together and retrieved the subject stent from within the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.